Event description:
The rptr stated that her husband performed a back to back (rapid succession) blood glucose test within ten minutes, using different fingersticks, with results of 200, 230, and 260 mg/dl. No symptoms were reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8